Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he was hospitalized due to diabetic ketoacidosis (dka) and diarrhea. Customer stated he was treated with an insulin drip. Customer also reported that the steel introducer needle broke off inside his body. Customer's blood glucose level at the time of hospitalization was 800+ mg/dl. Customer stated that he was able to remove the needle from his body. Customer was wearing the insulin pump at time of hospitalization. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being returned and replaced.